Event description:
During an emergent laparoscopic appendectomy the grasper broke off inside the pt. The surgery was prolonged 30 minutes to retrieve the broken piece. An x-ray was taken to verify retrieval. Piece will be returned with the instrument. Pt is fine.